Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4). Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. 2 - patient alerts for lead failure predictor on (B)(6) 2013 and (B)(6)2013. 5 - ventricular nst (non-sustained tachycardia) <(> <<)>=200 ms between (B)(6) 2010 and (B)(6) 2013. 2 ¿ vf (ventricular fibrillation)=200 ms average v-cycle on (B)(6) 2013.

Event description:
It was reported that there were several recorded events of apparent noise, along with non-physiologic sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.